Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an alert due to high impedance on the superior vena cava (svc) coil. It was determined there was a coil fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.